Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated on-site and the customer's reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the problem was caused by a defect in the power supply or socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted upon receiving additional information, update to the device evaluation results. Updated fields: g3. Power failure causes error e110, and socket failure causes no image when shaking. The device was evaluated on-site and the customer's reportable malfunction was confirmed. Additionally, no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power failure causes error e110, and socket failure causes no image when shaking.

Event description:
No additional information.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an error e110 during maintenance. There were no reports of patient involvement.